Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed per picture provided that shows part of the suture deployed and rest of it inside the cannula no deployed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is an internal manufacturing issue.

Event description:
Additional information received on 1/8/2025: the case was completed using another ar-4501 meniscal cinch ii. The case was delayed between fifteen to twenty minutes with no additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per picture provided that shows part of the suture deployed and rest of it inside the cannula no deployed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is an internal manufacturing issue.

Event description:
On 12/17/2024, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii did not deploy the second anchor. This was discovered during a congenital discoid meniscus procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.